Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 39.7 - 40.1 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.